Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump alarmed no delivery at least five times today. Customer changed the infusion set several times and none have been bent or damaged. Customer's blood glucose was 201 mg/dl. Customer declined troubleshooting and stated the device didn't alarm no delivery when she held the tubing straight but would alarm when she placed the tubing in her pocket. Customer agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.